Event description:
It was reported that log files were submitted for review. The patient system controller was switched due to a pin that was stuck in the white power cable of the primary system controller. The mobile power unit (mpu) black power cable was missing 2 pins. The event log contained a driveline connect alarm, low speed hazard alarm, low flow hazard alarm, which appeared to be associated with the system controller swap. The pump appeared to be operating within normal parameters. The mpu was replaced with a hospital loaner temporarily. The patient was stable at home. Related manufacturer reference number: 2916596-2023-07239 (mobile power unit mpu-47785).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Correction to section d6a: this field was populated in the initial report; however, the device is not implanted. Manufacturer's investigation conclusion: the reported event of a broken pin stuck in the power cable was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file (ca120950) was downloaded for review that showed events spanning approximately 11 days (20sep2023 ¿ 30sep2023, 12oct2023 per timestamp). Events occurring on 12oct2023 were recorded during testing at abbott. The driveline was disconnected on 30sep2023 at 21:15:46 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was inspected, and a broken mobile power unit patient cable pin was found inside socket 8 of the white cable connector. The pin was removed, and the system controller was functionally tested, and was found to operate as intended during analysis. The system controller was able to support pump function for an extended duration without any issues or atypical alarms activating. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.